Event description:
Boston scientific received information that this patient reported not being able to perform a patient initiated interrogation (pii) via lattitude. Troubleshooting was performed and the associated communicator was replaced. However, interrogation was still unsuccessful. Therefore, the patient scheduled an office visit and interrogation was unsuccessful and no magnet rate could be obtained. Additionally, the patient's rate was 47-67 bpm and the physician believes the programmed rate was 85ppm. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this ICD noted no anomalies. Attempts to interrogate the device were unsuccessful. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer which resulted in damage throughout internal circuitry.